Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported observing the event message 'signal error 1' during patient sample testing. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection of the advia centaur xp and observed the aspirate probe 4 tubing had a hole and did not allow fluids to evacuate from the cuvette. The cse confirmed no fluidic leaks and replaced the damaged tubing. The customer performed a lookback of samples they tested on the day of the event and performed repeat testing. Repeat testing confirmed that initial test results were discordant, and the customer issued corrected reports. Siemens confirmed the aspirate probe 4 tube manages the final wash, fluid aspiration, and unbound material left in the cuvette affected the results. The cause for damage into the aspirate probe 4 tubing is unknown. The cse resolved the instrument issue, and the customer is operational. No further evaluation of this device is required.

Event description:
Discordant folate (fol) and vitamin b12 (vb12) results were obtained on patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The same samples and instrument were used to perform repeat testing. Repeat results were acceptable, and a corrected report was issued.there are no reports of patient intervention or adverse health consequence due to the discordant fol and vb12 results.